Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 490 mg/dl and high levels of ketones resulting in a hospitalization; cause of elevated bg and ketones was not known. Prior to the hospitalization, the customer attempted to lower bg levels by delivering correction boluses via the pump. While hospitalized, the customer was treated with saline and insulin intravenous therapy and fluids. Customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. A system check was performed and no issues were identified. A pump history check discovered incomplete boluses alerts at the time of the hospitalization; customer acknowledged these alerts were valid.